Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter-a/p mgr cindy davis a supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional initial reporter is (B)(6). Updated fields: b4, d9, e1 (event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer fse evaluated the unit and was able to confirm the reported malfunction. The unit had a significant leak in the cart. The balloon pump internal reservoir did not leak. After additional troubleshooting the fse found that the leak originated from the helium tubing connected to the gauge. The fse could both hear and feel the helium gas leaking. The fse was able to hear a slight air leak when the lines were fully pressurized above 1k psi. The fse removed the gauge and examined the oring from the tubing assembly. The o ring was present and looked to be intact without defect. It was compressed flat. The fse replaced the .005 ID helium tubing assembly and the special seal. The unit was calibrated. All functional and safety tests passed to factory specifications. The iabp was returned to the customer.